Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f are identified.

Event description:
It was reported that approximately four months post placement, the port allegedly failed to infuse. It was further reported that thrombus was observed and port system was removed. It was additionally reported that blood adhesion was also confirmed around the port. After removing the port system, the port and catheter were disconnected for confirmation. Patient reported stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp with a catheter segment and cath-lock were returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed. The investigation in confirmed for the reported difficult to flush and the identified fracture and leak issue a longitudinal split was noted throughout the length of the entire catheter segment and a leak was noted immediately from the longitudinal split on the catheter upon infusion. Furthermore, the port body could not be infused nor aspirated as great resistance was met. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately four months post placement, the port allegedly failed to infuse. It was further reported that thrombus was observed and port system was removed. It was additionally reported that blood adhesion was also confirmed around the port. After removing the port system, the port and catheter were disconnected for confirmation. Patient reported stable.